Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode oversensed the t-wave resulting in an inappropriate shock. There was no therapy exhaustion. There was concern of possible electrode microdislodgement due to the changes in morphology from implant to post-shock. No adverse patient effects were reported. The associated device was reprogrammed to resolve.